Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Explant of the lead was attempted but unsuccessful. The lead was surgically abandoned pending laser extraction at a later date. No additional adverse patient effects were reported.